Event description:
On behalf of the customer an olympus field service engineer (fse) reported to olympus, that the connecting tube has coating peeling on the evis lucera bronchovideoscope. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found coating peeling on the connecting tube (more than 1 mm2). Additional evaluation findings were as follows: the bending tube was dented, the light guide lens was cracked, and the bending section cover was cut and could not be waterproofed. A review of the device history record found no deviations that could have caused or contributed to the coating on the connecting tube peeling, the device was shipped in accordance with specifications. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the coating on the connecting tube peeling could not be determined. Although the root cause cannot be conclusively identified, based on the investigation result in the past, a likely mechanism causing the reported phenomenon might be that the suggested event occurred by stress on the insertion section such as the following: physical stress such as rubbing or hitting insertion section. Chemical stress from reprocessing not recommended by IFU (reprocessing manual). Stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The instructions for use (IFU) (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.